Event description:
Additional log files were submitted on 13jan2026 and there were no unusual events recorded. The mechanical circulatory support (mcs) equipment appeared to have operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via analysis of the submitted log file. Review of the log files captured driveline fault alarms from 05:39:04 to 08:58:46 on 03dec2025. In addition, the downloaded log file captured driveline disconnect alarms consistent with the reported controller exchange from 14:29:55 to 14:30:41 on 16dec2025. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed while the driveline was connected. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. A and heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including driveline faults, as well as how to respond to each alarm condition. Section 6 of the IFU, ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs users to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 8 of the IFU, ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 4 of the patient handbook, ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 6 of the patient handbook, "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all currently available informationno further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that driveline fault alarms on (B)(6) 2025 lasted for 3 hours. This patient had a past medical history (pmh) of coronary artery disease (cad), coronary artery bypass graft (CABG) 2007 s/p heartmate ii left ventricular assist device (lvad) on (B)(6) 2016 as destination therapy (dt) (long term therapy, off warfarin since 2023 due to epistaxis (B)(4). The patient reported to be doing well, denied any heart failure (hf) symptoms or alarms. The patient had rescue tape on the driveline for some cosmetic tear. The driveline looked ok with no visual bends. The log files were submitted for review. It appeared that the log file captured driveline fault events on (B)(6) 2025 that are intermittent and may possibly indicate an issue with one of the six driveline wires.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Additionally, heartmate ii log files were submitted for review. The log file captured the system controller exchange. The log file did not capture any additional driveline faults. They attached the x-ray images and log files for review. The clinician reported that the submitted x-rays did not show any areas of concern. They reported no further alarms since last clinic visit. They changed both the system controllers, as the patient tolerated the exchange. They did the multiple disconnections and obtained log files. They noted pcx-21067 was the primary system controller during the driveline fault.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.